Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg it was found to have severe fluid ingress. Due to the fluid ingress the pump did not turn on, and was unable to be tested.

Event description:
Hold for ashley 8.29.2019the initial reporter stated that the pump was not reading air in line. Mmdg followed up with the initial reporter, who stated that they were "deliberately putting air in the line and the pump would not recognize it". They did not state how much air was being added to the line. The initial reported also that this occurred during testing, and no patient had been affected. [Complaint-93558].